Event description:
A facility reported that during a posterior cervical procedure, the mayfield modified skull clamp (1059) slipped and caused laceration to patient¿s head. Additional information has been requested.

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and the unit passes all specific functional testing. The unit has slight rotational movement in the lock, but when the unit was put under pressure, it did not move. Since there was report of patient injury, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service & repair report with no additional device deficiencies observed. The unit will just need to be refreshed, and new parts will be used to replace worn components along with general cleaning and maintenance. Root cause - evaluation of the returned product found no device deficiencies that would have contributed to the reported complaint. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.